Manufacturer narrative:
The patient age was not provided approximate age of device - 3 years, 9 months the patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent cardiac ablation on (B)(6) 2018 due to ventricular tachycardia (vt). The patient was admitted post vt ablation procedure due to constant pump speed decrease throughout the procedure, requiring several speed adjustments (lowest speed was 8400 rpm), and low blood pressure. The patient recovered and speed was returned to 9600 rpm. Additional information requested but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction.